Event description:
During a periprosthetic femur fracture procedure, the guide wire broke. The physician used the guide wire for alignment purposes and when he tried to compress the plate to the bone, the wire bent. The plate was far above the bone. The surgery was prolonged about 3 to 5 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.